Manufacturer narrative:
The patient is not recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the lad. The next day during a staged procedure, two resolute onyx drug eluting stents were implanted; one in the rca and one in the r-pda. Approximately one month post index procedure, the patient suffered left arm and leg numbness which the cec adjudicated as ischemic stroke. The investigator and sponsor assessed the event as not related to the device or anti-platelet medication. The patient is recovering.